Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Method: since the device remains implanted, the programmer files were reviewed. Method, results, conclusions: no analysis could be performed, since relevant data were not provided. (B)(4).

Event description:
Error messages were displayed upon interrogating of the device object of this report prior to implantation. Then, error message were also displayed at the end of the session resulting in blank screen. No description of the error messages was provided. Device was not interrogated again before the pt was released from the hospital. Same event involving same programmer ((B)(4)) was reported for two other devices ((B)(4)) reported under MDR # 9610579-2010-00539 and # 00541.